Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Imaging revealed the lead had dislodged out of position and was facing the inferior vena cava. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.